Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: 10ml bd disposable syringe is cracked in the middle, leading to loss of medication. The defect was noticed when I aspirated serum and it started leaking in the middle of the syringe. When I looked, I noticed a vertical crack in the syringe. This event happened to me for the second time in the space of a few months. In the first event, I didn't keep the syringe or the batch, which is why I didn't report it. When I spoke to some colleagues, including those from other sectors also reported having experienced this type of event with the 10ml syringe this year.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.